Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "localized adverse tissue reaction per doctor." Spoke to rep. A poly liner and cocr v40 head were revised. The restoration modular cone conical body and stem were not revised. Rep confirmed that no further information will be released by the hospital or surgeon.